Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. Product ID: 3387s-40, lot# va0j7pk, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0psrb, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0j7pk, implanted: (B)(6) 2014, explanted:(B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient had a loss of therapy. Impedance tests at 0.7v and 1.5v showed that all contact pairs had high out of range impedances. The right implantable neurostimulator (ins) and extension was replaced. During the revision, impedances of the lead only measured at 3v were the following: 0-1 = 2665, 0-2 = 3648, 0-3 = 3610, 1-2 = 3077, 1-3 = 3177, and 2-3 = 4346 ohms. The lead was then replaced. The patient was programmed to c+, 0-, and 1-. The manufacturing representative had not heard from the patient if their dystonia had returned after the revision. The patient was not able to communicate so communication was done via the patient's mother. No fall or trauma occurred, but the extension got pulled down a little. X-rays were done and there was no visible fracture. The manufacturing representative later reported the patient's health care professional (hcp) stated the patient was doing better. The cause of the high impedances was not determined. The patient's indication for use is dystonia and movement disorders. Refer to manufacturer report #3004209178-2015-18200.